Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient stated he felt ¿dka symptoms¿ of vomiting, fatigue, and loss of appetite, and his cgm was reading 246 mg/dl. No bg meter reading was taken for comparison. The patient then lost consciousness, and his mother called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 800 mg/dl while the cgm was still reading 246 mg/dl. The patient regained consciousness when ems arrived, and he was transported to the emergency room (ER). Once at the hospital, he was admitted to the ICU and treated with IV fluids and an IV insulin drip. He was discharged approximately 2 days later. The patient was ¿feeling well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient has symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems arrived, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.